Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Event description:
Customer reported she was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion, and during the course of troubleshooting it was stated that the reader was exposed to moisture. Customer further reported that on (B)(6) 2018 she experienced perspiration and tremors and was treated with a glucagon injection by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did turn on with button depression. A built in start test has been performed and no issues were observed. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported she was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion, and during the course of troubleshooting it was stated that the reader was exposed to moisture. Customer further reported that on (B)(6) 2018 she experienced perspiration and tremors and was treated with a glucagon injection by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.